Event description:
It was reported while using bd plastipak¿ syringes with attached bd® blunt fill needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have recently experienced repeated problems with bd plastipak syringes where the plunger is leaking, causing liquid to leak out of the bottom of the syringe past the plunger. This can have catastrophic consequences in our manufacturing of stem cell preparations due to contamination, loss of preparations, etc. Today, this was observed in lot no. 2001207, but it does not affect every syringe in this lot.

Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. A device history review was performed for lot 2001207, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated. Barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes with attached bd® blunt fill needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have recently experienced repeated problems with bd plastipak syringes where the plunger is leaking, causing liquid to leak out of the bottom of the syringe past the plunger. This can have catastrophic consequences in our manufacturing of stem cell preparations due to contamination, loss of preparations, etc. Today, this was observed in lot no. 2001207, but it does not affect every syringe in this lot.